Event description:
It was reported that the patient presented with a ami and in cardiogenic shock. Angiogram showed severe triple vessel disease. It was decided to place a stent in the circumflex artery. During the procedure temporary pacing and intubation were necessary. Thirteen minutes post stent, the patient experienced vf and was defibrillated. The patient expired ten minutes after leaving the cv lab.